Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a (B)(6) small volume infusor underinfused after use of the device. The expected infusion time was 46 hours; however, the actual infusion time was unknown. The device had been filled with fluorouracil and saline for a total fill volume of 104ml there was no patient injury or medical intervention associated with this event. No additional information is available.